Event description:
It was reported that the smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol 93 ml, rate 0.6 ml/hr, given 17.05 ml. It is unknown if air in line occurred. The patient was not affected.